Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated, unknown type and size balloon. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous proximal left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the proximal side of the stent was lifted up. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status post procedure is noted as good.